Manufacturer narrative:
Additional information: d4, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that before the handle could complete initialization, the handle reset unexpectedly. These restarts continued several times, failing to fully initialize each time. When the handle was removed from the charger, the continuous restarts began again. Before a reload was able to be attached to the device, the restarts began again. It was reported that the handle was reset in the middle of the firing. The reported issue was confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastrectomy, on the second stapling, the handle was reset in the middle of the firing. Once it turned back on it retracted the knife and opened. Another device was used to resolve the issue. There was no injury to the patient or issue caused.

Manufacturer narrative:
D10 concomitant product: unk-sigadapt, unknown signia egia adapter (serial#unknown); unknown egia su, unknown endo gia sulu (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.